Event description:
The customer reported that the left monitor on the workstation goes dim intermittently and the vertical column switches appear to be intermittent.

Manufacturer narrative:
(B)(4). The ge service replaced the left monitor and verified settings using utility suite and re-seated the vertical column. The system operates as intended.